Manufacturer narrative:
(B)(4): eval, results/conclusions: 70 percent stenosis. Force used to advance device.

Event description:
A driver sprint rx coronary stent delivery system length 12mm, diameter 2.25mm was intended to treat a 70 percent stenosed circumflex lesion in a pt. The lesion was pre-dilated with a 2 x 12 balloon and a 1.5 x 12 balloon, for one inflation each. It was reported that the driver could not cross the lesion. It was reported that force was used in an attempt to advance the device and the delivery system broke. The entire delivery system was removed from the pt and no injury occurred. Pt was stable post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. The hypotube had detached 34.5 cm distal from the strain relief. The hypotube was kinked on each side of the break point. Both the distal and proximal ends, at the break site, were oval in shape suggesting that the shaft may have been kinked prior to the shaft breaking. The distal tip was slightly flared. A number of stent struts on the first distal segment were deformed.